Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) battery was dead. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. A new battery was sent to the customer who installed it in the iabp and confirmed it was charged. The iabp unit was cleared for clinical use and released to the customer. (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) battery was dead. There was no patient involvement, and no adverse event reported.